Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted upon visualizing the mesh, he noted adhesions of small bowel and omentum to previous repair. No mesh was identified. It was reported that the patient experienced severe pain, inflammation and dense adhesions. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 08/22/2022 additional information: a1, a2, d1, d4.

Manufacturer narrative:
Date sent to the FDA: 09/06/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.